Event description:
Event description guidant received information that during the device replacement procedure, the rate/sense portion of this transvenous implantable lead exhibited insulation damage. This is a long terminal pin lead.